Manufacturer narrative:
B3 - date of event was given as unknown, hence captured as first day of ICU aware month.d2b - procode was captured as unk as there was no information about this product.,no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one part have a hair on the assembly (stuck between the catheter tube and luer). There was no patient involvement and no patient harm.